Event description:
A nurse reported that the sleeves twisted on the tip. The timing of event and patient involvement are unknown. Additional information has been requested but none received to date.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. The root cause of the customer's complaint is not known; a sample was not returned for this event. However, complaints of a similar nature have been received; a potential root cause is the lack of interior surface finish coupled with the variation on overall length, straight external section length and any other slight variation created the failures. (B)(4).